Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the clinical sales representative (csr) called in at the end of the case with a non-recoverable 307 error. The technical support engineer (tse) advised the csr to restart the system. The system restarted with no further issue. The site had a case to follow. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon switched over to the other console and completed the procedure robotically with no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the 307 error and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported issue was confirmed, but failure analysis could not replicate the reported complaint. A review of the field logs showed the unit had experienced the following error codes: 32097 (system_err_local_frl_maxis_fault), 25730 (error_uce_armnet_maxm_late), 32126 (system_err_local_whl_hw_fault), 32133 (system_err_local_frl_ssync_unlock_fault), 23049 (eevt_cb_trq_discontinuity), 307 (system_err_node_not_present), and 23008 (eevt_potenc_lim 23006 eevt_cmd_vel_lim). A visual inspection was performed and found no external damages. The unit was placed on in-house system and passed. No errors were triggered. The unit was then placed on a test system for further testing. The unit failed on the clutch button cal verification test, which was un-related to the reported complaint. Failure analysis performed clutch calibration, re-executed the test, and passed. The rest of fitness tests passed. A 1-hour sine cycle passed. Due to the field errors, the unit was tested for stress and wear-in tests per engineering and both passed. Due to the errors, the most probable root cause is due to the following components: slip ring, rotor constraint, o-ring and lower frame. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Image review: the clinical sales representative (csr) sent an image to the technical support engineer (tse) of the error logs confirming codes 32133, 30, 40084, 17, 32, 25732, 23049, 23008, 32097, 31067, 307, and 31107.